Event description:
It was reported that the locking rings disengaged from the plate. A 12mm plate was implanted successfully. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Additional parts involved in event:part no. Lot no. Description 14-521111 14283s 1-level 11mm plate14-521514 948880 4x14mm s.d. Fixed screw.